Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available. It was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: do not remove the transmitter while the sensor pod is still attached to the body.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation. A visual inspection was performed and the sensor was missing from the sensor pod and housing puck. The sensor wire is not broken but is considered detached since it is missing. The reported event of a broken sensor wire could not be confirmed. A root cause could not be determined.